Event description:
Reportedly, after suturing the device, the surgeon tried to remove the handle and found one of the commissure markers had come loose or pulled through the ring. He decided to not use the ring. Device will not be returned as the hospital does not allow goods to be returned. No patient information.

Manufacturer narrative:
Device not returned. Although the device was not returned for evaluation, pictures were provided as evidence of the event. Engineering evaluation pending final review. Supplemental report will be submitted when the evaluation is completed. Device history record (DHR) review is pending completion. No patient information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A model 4450 30mm physio ring will not be returned for evaluation, however pictures were provided. After suturing the device, the surgeon tried to remove the handle and found one of the commissure markers had come loose or pulled through the ring. From the pictures provided, it does not appear the device was sutured, as suture holes could not be observed. The suture holes from the ring appear to be from the retaining sutures that connect the device to the holder. Pictures of the holder were not provided. Based on the available information, it cannot be determined why the commissure mark had come loose; however, it is unlikely the ring would pass manufacturing with a loose commissure mark. It was reported the handle was removed after sewing, however there were no apparent suture holes due to sewing suggesting the holder was taken off but the ring was not sutured. The commissure marking positions are 100% visually inspected using a template and it is unlikely a loose commissure mark would pass the inspection. There are also subsequent 100% visual inspections per procedure which involves inspecting the ring so it is likely the loose commissure mark would be noticed in one of these steps. The IFU states rings that are suspected of being damaged should not be used.